Event description:
It was reported that a week after placement, the pt began having maroon-colored stools. The pt was taken for a colonoscopy and received multiple units of blood. The pt has been discharged home.

Manufacturer narrative:
The sample was not returned to bard for eval. The device history record could not reviewed because the lot number was not provided by the user facility. The directions for use states in the contraindication section, it states: "do not use on pts with any rectal or anal injury, severe rectal or anal stricture or stenosis (or an any pt if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Not for use on pts with suspected or confirmed rectal mucosa impairment, ie severe proctitis, ischemic proctitis, mucosal ulcerations. Not for use on pts with indwelling rectal or anal device (eg thermometer) or delivery mechanism (eg suppositories) or enemas in place." The user facility has determined that the sys itself was most likely not responsible for the bleeding that occurred. They stated, "the continued success of the dignicare sys without any further incidences of rectal bleeding throughout the hosp has lead us to this conclusion." (B)(4).